Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 559 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the hcp was alleging the one of the following: actual reservoir volume (arv) was greater than expected reservoir volume (erv). Arv: 35ml and erv: 2.9ml. On past refill, the arv was 24ml and erv 7.2 ml on (B)(6) 2017. 40 ml was injected into the pump during the last refill. The hcp reported that the patient started experiencing an increase in spasticity back in (B)(6) 2017 so patient had requested an adjustment of the pump. The hcp had recommended a 10% increase in the dose but the patient only wanted a 6% increase. The hcp changed the dose from 529 mcg/day to 559 mcg/day. The hcp stated he also gave a 25 mcg bolus over 2 hours and the patient stated she felt better after that bolus. During the last refill, (B)(6) 2017, the hcp had thought he had ruled the volume discrepancy out as a programming error but since it had occurred again he was thinking there may be something else going on. The hcp stated that the patient did not have any symptoms. The hcp stated he filled the pump like normal at this time. The hcp stated he currently had the patient eon the table for the refill so he would inject the new medicine now and interrogate the pump with logs. The hcp stated he was seeing any anomalies with the logs since the last refill. The hcp stated he would perform anteroposterior x-ray of the pump to see if there was any dislodgement and then would perform a catheter dye study. No further complications were reported.